Event description:
It was reported that attempts to complete a tslim pump training were unsuccessful due to poor service in the clinic, resulting in cartridge change error (20a) each time two different cartridges were used. There was no reported impact to the customer¿s blood glucose level. No additional information was received regarding the outcome of the event.